Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The clip test was performed twice with different orientations of the grips and passed. An additional observation not reported by site that is not related to the customer reported complaint: the instrument was found to have one severely bent grip, causing misalignment of the grips. There was a 0.032" offset at the tips. A clip can be properly loaded on the grips. The grips do not show cracking damage. The components adjacent to this severely bent grip do not show damage.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the medium-large clip applier instrument was not able to close the hem-o-lok clip inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the customer confirmed that the instrument was inspected prior to use, and it seemed to be okay. The incident had occurred prior to the clip application when the surgeon tried to close the clip. The customer had no information on if the issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was not that the clip applier jaws were static, but the issue was related to unsuccessful clip application as the instrument was not able to close clip although the customer changed the clip a couple of times. The customer confirmed that the issue was not related to the clip opening after closure of the clip. The issue was not related to unexpected motion of the clip applier while attempting to clip. The customer had used weck hem-o-lok clips with the clip applier instrument and the surgeon decided to use the green weck hem-o-lok medium-large polymer clips on the vessel or structure. The customer confirmed that the vessel or tissue bundle was not greater than the specified diameter of 10 mm suggested for the medium-large clip applier. There was no impact to the patient due to the instrument issue. The customer was unsure as to how many times the clip applier was used during the case when the incident occurred. There were no images available.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.